Event description:
A malfunction alarm 30 was reported while loading the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer in an attempt to load a new cartridge, but the alarm recurred, preventing the resumption of insulin therapy. Consequently, a replacement pump was arranged, and the customer switched to multiple daily injections (mdi) as a backup therapy.